Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The subject device was not returned for inspection. However, the customer later reported that they were able to test the unit using a scope, and the brightness adjusted fine. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the xenon light source image was too bright, and the image brightness was unable to be adjusted in both manual and auto brightness mode. The customer did not have a scope to test, tac provided the steps on how to proceed: it was advised to connect a scope and to point the distal end at a piece of paper, to put the light source in manual mode and adjust the brightness level all the day down, to observe the intensity coming out of the distal end (not the screen, it should be very low), next would be to increase the intensity to max and the difference in output should be drastically different. Tac advised the customer to ensure to send the correct component to olympus to investigation, three attempts were made to reach the customer and on the third attempt the customer informed tac that the user facility will attempt to do testing and provide an update to olympus. The device is not expected to be returned at this time. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source image was too bright, and the image brightness was unable to be adjusted in both manual and auto brightness mode. There were no reports of patient harm.